Event description:
On (B)(6) 2012, the patient claimed he had some issue with loading the cartridge and subsequently had a low blood glucose reading of 47 mg/dl. Reportedly, the patient inserted a new cartridge into the insulin pump but did not rewind before he primed the pump. At the time of concern, the patient indicated that he may have been attached to the pump during the load/prime process. He has been administering self treatment with food and drink since he allegedly had issues with the cartridge load. His blood glucose was eventually resolved to 168 mg/dl. During troubleshooting, the animas representative confirmed that the patient is familiar with the cartridge loading process but on the day of concern he was in a hurry to get to work. He reportedly lost all of his insulin except for 25 unites during the cartridge loading process. The animas representative made several attempts to contact the patient back to obtain more information but was not successful. This complaint is being reported due to possible use error and because the patient had low blood glucose of 47 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.